Event description:
It was reported that the pen ndl 32g 4mm experienced the cannula breaking off. The following information was provided by the initial reporter: hello, a few days ago I received a sample of accu fine pen needles in 4mm. However, they were defective! When I inserted a pen needle into my pen, the needle (which leads into the cartridge) broke off. So on the one hand no insulin could be used and on the other hand I had to remove the needle from my insulin cartridge with tweezers. Unfortunately, the broken needle also broke the membrane of my insulin cartridge, so I had to dispose of the entire cartridge and replace it.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 8003876. Was provided by the initial reporter. A investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm experienced the cannula breaking off. The following information was provided by the initial reporter: hello, a few days ago I received a sample of accu fine pen needles in 4mm. However, they were defective! When I inserted a pen needle into my pen, the needle (which leads into the cartridge) broke off. So on the one hand no insulin could be used and on the other hand I had to remove the needle from my insulin cartridge with tweezers. Unfortunately, the broken needle also broke the membrane of my insulin cartridge, so I had to dispose of the entire cartridge and replace it.